Event description:
Subject was not resuscitated. Date of the incident is unk. (B)(4).

Manufacturer narrative:
ECG was reviewed for this incident. Result: ECG morphology changed during incident. AED changed shock decision from shock advised to no shock advised.